Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry of the distal tip of the driver shaft, t-15, long was twisted. Laser lines were faded. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/08/2025, it was reported by a sales representative via (B)(6), an ar-9545-t15-03 driver shaft tip, was twisted during the case. Another device was swapped, and the case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.